Event description:
The pt is reportedly experiencing a decrease in sound quality, overly loud stimulation and pain. Programming adjustments were made; however, this did not resolve the issue. Testing showed that the device is functioning. Revision surgery will be scheduled.